Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient&#62688;onetouch ultra meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that the issue occurred "one month prior" to contacting lifescan the patient obtained results of "300, 500 and 520 mg/dl" on the subject meter, performed within 20 minutes of each other. Based on statistical methodology the calculated difference in results exceeds lifescan&#62688;criteria for precision. The patient manages his diabetes with metformin, acarbose and glibenclamide and exercised, but did not specify when. The reporter denied that the patient developed any symptoms, however stated that on an unknown date the he visited an emergency room where he was treated with insulin. The reporter also detailed that on (B)(6) 2015 the patient obtained a blood glucose value of "306.6 mg/dl" on a lab device. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site had been used. The patient was sent replacement products. This complaint is being reported as the patient received medical intervention from a healthcare professional for a blood glucose excursion as a result of the alleged meter issue.